Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable. In addition, it was reported that the touch screen and wake button were delayed in responding. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.